Manufacturer narrative:
Investigation results: the devic e was returned to the factory for evaluation. It showed sign of clinical usage. There was evidence of blood on the exterior of the loading device. Ther was a significant amount of blood on the delivery device, both inside of the delivery tube and on the seal. Per the IFU, blood within the delivery device is an indication of proper insertion. The seal was extended outside of the delivery device tube; it remained anchored to the tension spring assembly. The seal was cracked along the fifth row from the center. The green slide lock and the white plunger were depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to achieve hemostasis after being deployed into the aortotomy. After the delivery device was removed, it was observed that the seal was cracked and failed to unravel. A minimal amount of blood loss was reported; therefore, a transfusion was not required. A replacement device as used to complete the procedure.